Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on april or may with blood glucose was 300's mg/dl. The current blood glucose is 147mg/dl. The customer treated their high blood glucose with intravenous drip. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. Based on customer report customer alleged the insulin pump that pump was under delivering insulin. Drive support cap was normal. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.